Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had fault codes for arm 2. The tse verified errors 23118 and 23087 for universal surgical manipulator (usm) 2 axis 2. Before calling, the customer had power cycled several times, but the errors persisted. The customer disabled arm 2 to continue with the procedure and the field service engineer (fse) was to follow up. Later, the customer called again after the procedure to report that they power cycled after the procedure, but the errors persisted. The tse walked the customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc) and the system initially powered back on without error until the tse had the customer exercise axis 2 and the error returned. The customer opted not to use the system until the fse could fix arm 2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed. In logs, the ¿23118¿ error was found indicating ¿motor encoder incremental track has slipped¿ on the usm ¿0x2¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where ¿23138¿ error was triggered. The usm was then installed onto a patient side cart fixture test platform (pftp) where ¿sine cycle¿ was found to be failing on the ¿0x2¿ axis. Once testing was completed, the pitch chipencoder virtual absolute (cva) printed circuit assembly (pca) was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the pitch motor module in the usm.

Event description:
Refer to h11 for follow-up information.